Event description:
It was reported that the patient was experiencing difficult time walking and his leg was involuntarily moving while undergoing trial. Patient had completed a neuro exam in order to contrast CT, CT was unremarkable. Patient was admitted in the emergency room (ER). Patient was given intravenous (IV) steroids and morphine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6), UDI: (B)(4).